Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia surgical procedure, mega suture-cut needle driver cable was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues related to the opening/closing of the grips or to the left/right motion of the grips. There were no reported issues of the up/down motion of the wrist. There were cables visibly protruding from the distal end of the instrument. The issue was resolved by removing the device and replacing it to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega-suturecut needle driver instrument associated with this complaint and completed investigations. Failure analysis found the primary failure gripper cables frayed on grip cable axis 7 at distal end to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the grip hub for axis 7 at the distal end. Some of the cables were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
Refer to h10/h11 for follow-up information.